Event description:
It was reported patient presented in clinic for follow up. The patient's right ventricular (rv) lead was discovered to cause pacing inhibition due to oversensed lead noise. The rv lead was explanted and replaced. Patient had no consequences.